Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls were out or range for level 1 and level 2 controls. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse analyzed the instrument and instrument data. The integrated multisensor technology (imt) data indicated there were sample related flow issues which may have impacted the imt fluid flow and the positioning of the samples across the imt sensor. The cse replaced and conditioned the v-lyte sensor and ran quality controls, which passed. The cse replaced the rotary valve and peristaltic pump tubing and verified the imt degasser line. The cse primed the system and ran dilution check, which passed. Quality controls for serum and urine were run 5 times and were within acceptable ranges. The cse determined the customer is not following the tube manufacturer's instructions for centrifuging the samples. The cause of the discordant, falsely elevated sodium results was potentially due to the pre-analytical sample handling. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on two patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting lower. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the two discordant, falsely elevated na results.